Manufacturer narrative:
The manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. As received the mechanical, and dimensional measurements were within specifications. The screw fixation was within the distal electrode profile. The fixation mechanism operated as specified. The screw length was measured, and it was within specification. The standard electrical measurements were within specification, and they did not reveal any electrical contact (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Additional tests were performed to measure the impedance in dry and wet conditions. The tests did not reveal any abnormal impedance values or current leakage between the conductor lines (either at the distal or proximal level). The reported high ventricular threshold and impedance may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead in the ventricular cavity. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, during the implantation attempt, the lead was positioned in middle septum area and was screwed once, and good electrical parameters were obtained with the psa. In the final electrical measurements, very high impedances and thresholds were obtained. So, the lead was repositioned, in this new area high impedance and failure to capture was observed with the psa. The lead was not implanted, and a new one was used.

Event description:
Reportedly, during the implantation attempt, the lead was positioned in middle septum area and was screwed once good electrical parameters were obtained with the psa. In the final electrical measurements, very high impedances and thresholds were obtained. So the lead was repositioned, in this new area high impedance and failure to capture were observed with the psa. The lead was not implanted and a new one was used.